Event description:
During surgery the tip of the k-wire broke and remains in the patient.the two tips of the drill bits also off in the patient but were retrieved.there was a surgical delay of 10-20 minutes.